Event description:
New information states that the patient came in for a routine check. The lead exhibited noise. The lead was reprogrammed. The patient was not symptomatic to any of these episodes. Impedance and threshold were all normal.

Event description:
New information states that the patient presented via merlin.net transmission for hvr episodes. The egms suggested ventricular lead noise. Also noted were multiple noise reversions last recorded (B)(6) 2020. No intervention was done. Only monitoring for now. The patient was not symptomatic to any of the episodes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Did not available for an unknown serial number. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely with hvr episodes. Review of the egms revealed noise.